Event description:
Reportedly, during the operation, the balloon burst. The surgeon did a visual examination of cavity to insure that no pieces of latex were left in the patient's cavity. Procedure: cholecystectomy.